Manufacturer narrative:
It was reported that the effected savina (manufactured in august 2009) alarmed and a sudden warm start, performed during patient use. For the investigation the information from the complaint were analyzed. No logfiles or effected device / part were available. Due to the limited information of the case the savina might have been equipped with a defective internal battery and thus caused a deviation within the electronic system and a software-controlled restart (reset). The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the device continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. The device reacted as specified to a detected internal deviation, generated corresponding alarms and the security software triggered a restart in order to remedy the issue. An exchange of the internal battery is recommended. The field failure rate is tracked and considered inconspicuous. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.

Event description:
It was reported that the device during use on a patient suddenly posted alarm, high frequency (high respiratory rate) and automatically restarted.the staff exchanged to the standby equipment immediately and contact the equipment section for maintenance in a timely manner. There was no injury reported.